Manufacturer narrative:
A cartridge lot number search was performed for similar complaints and there was one similar complaint. A lot number search was performed on the injector for similar complaints within the search. There were seven similar complaints found.

Event description:
The reporter stated that the surgeon was advancing a competitor's lens in the msi injector and the front haptics tore during loading of cartridge into the injector. The reporter stated the cause was likely due to injector & cartridge. There was no patient contact.